Manufacturer narrative:
(B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming.

Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during predilatation of 2 stenotic lesions in the left internal iliac artery, the fox plus balloon was used to successfully predilate the mildly calcified, proximal, stenotic lesion at an inflation pressure of 8 atmospheres (atm). The same balloon was advanced to the distal, non-calcified stenotic lesion, located approximately 1 cm past the first lesion. The balloon was inflated to 8 atm and ruptured after 10 seconds. Contrast fluid was observed coming out through a hole in the balloon. The ruptured balloon was completely removed from the body without difficulty and without intervention. There was no adverse patient effect. Though requested, no additional information was provided.